Event description:
A site representative reported a damaged thoracic spine clamp with a stripped screw. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement device shipped to site (B)(4) 2014. A medtronic investigation of returned suspect device finds that the adjustment screw threads have been worn down in the middle of the travel and the retainer ring on the tip of the screw has been stretched due to formed movement of the clamp face. This damage allows movement of the clamp face. Mechanical failure, screw threads stripped. Directly caused event.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.